Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 50mg/dl. Customer's other blood glucose value was 64 mg/dl. The customer declined to troubleshooting for low blood glucose value. Customer also reported they did receive a calibration not accepted alert. Customer was reporting a bent sensor cannula. The device will not be returned for analysis.